Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the insertion flexible tube (ift) leaky, the insertion flexible tube (ift) cut, the forward body cover scratched, the u/d knob broken, the side body cover broken, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.